Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post sleeve gastrectomy, the device seal inadequate and patient was returned to theatre the following day to control bleeding from short gastric vessels. Additional surgical procedure was done to resolve the issue.